Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery alarms noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
The description of the event or problem on initial report has been corrected product problem.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for no delivery alarm was performed. Customer was advised to change out their infusion set and reservoir. Customer advised they tried all remedies and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.